Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an opt544 adult nasal interface disconnected between the nasal prongs and the manifold. It was further reported that there was no patient consequence.

Manufacturer narrative:
(B)(4). The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit form the patient's nares. The complaint device was not available as it had been discarded by the hospital. An investigation of the complaint was carried out based on the event description. Results: it was reported that the opt544 interface came apart between the nasal prongs and the plastic manifold. A lot check was not performed as no lot number was provided. Conclusion: without the return of the complaint device, we are unable to determine the root cause of the separation. The opt544 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. (B)(4).